Manufacturer narrative:
No unexpected button error alarm or unexpected audio and or beep anomaly noted. No corroded keypad traces or moisture damage noted. All buttons function properly. Joint keypad connector on lcd board was inspected and it was locked. No anomalies were found. The device had cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 148 mg/dl. The customer was asked if he recalls any significant events leading to the alarm. The customer said that he took the train to (B)(4) for an hour and walked about 16 blocks to the office. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.